Event description:
A nurse reported that noticed that the lens scratch was visualized after implantation and it remains implanted and there was no impact to the patient and procedure was completed on the same day.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).